Manufacturer narrative:
User error: the end user did not exercise caution by operating the power wheelchair on a roadway and was struck by a motor vehicle. Hoveround's owner's manual warns "to avoid serious injury or death from being struck by a motor vehicle, when driving your power wheelchair near traffic: obey all local pedestrian traffic rules and cross roads at locations where you are most visible to motor traffic."

Event description:
The end user states while operating their power wheelchair outside across the street, the end user was struck by a motor vehicle.